Manufacturer narrative:
The reported event was confirmed through functional testing of the thermogard console (sn (B)(4)). Evaluation of the console revealed tcmid02 (ce danfoss error) error message during initial power up. The issue is due to a defective temperature probe. The console was received with noted physical damages. The thermogard console (sn (B)(4)) is a reusable device and was manufactured on 14 jan 2011. It has exceeded its expected serviceable life of five years and is 7 years old. No record of regular preventive maintenance on the console was noted. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and is unrelated to the reported complaint. Additionally, the analysis of the event log revealed tcmid05 (coolant diff failure) and tcmid08 (coolant temp low) error messages. These error messages are related to the report of tcmid02 error message. After replacement of the temperature probe and the damaged components, the console was further functionally tested and passed all final testing criteria without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
The thermogard console is a reusable device and was manufactured on 14 jan 2011. It has exceeded its expected serviceable life of five years. The thermogard console in complaint will be scrapped, no repair will be performed. The device will not be returned for investigation, therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)), during product demonstration, displayed recurrent tcmid02 (ce danfoss error) error messages. There was no patient involvement. No further information was provided.